Manufacturer narrative:
A ge service rep performed an on site investigation. The guide wires were reinstalled on the spools during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the steering on the stenoscope system was broken. No pt injury was reported.